Event description:
Customer has experienced hyperglycemia in the 200-400 mg/dl range since (B)(6) 2014, and believes the insulin delivery of the infusion device is inaccurate. Customer has been able to self-treat by delivering a bolus, and no adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.